Event description:
Foam noted in the arterial line with a small amount of micro-bubbles in the venous line past the "uabd." There was no patient injury or medical intervention. Gambro technical service found no problem with the machine.